Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella & rp smart assist system with automated impella controller section: use of impella with transcatheter aortic valves to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality. To reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. Section: warnings & cautions: warnings physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was going to be implanted with an impella rp device for mechanical circulatory support. It was reported that the cardiac surgeon attempted to advance the impella rp into the pulmonary artery. Upon repositioning, the wire would not pull back. The fluoroscope revealed that the impella catheter was kinked(curled) and the sheath was prematurely split at the distal end. The cardiac surgeon was able to straighten the impella catheter enough to loosen resistance within the cable and remove the impella. Significant kinking of cable noted. Patient subsequently coded, cardiopulmonary resuscitation was started with 2 rounds of epinephrine were administered. The procedure was aborted due to product damage. No further information is available.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.